Event description:
The company was informed that the pt reportedly has had three pe tubes placed due to middle ear infections. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is available.